Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had high blood glucose. The father stated his son's blood glucose was 489 mg/dl. The father also stated he was advised by the hospital to give his son insulin. The father also stated his son's blood glucose declined after they changed his infusion site. No additional information provided.